Manufacturer narrative:
The actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the butyrate tube. All the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing. When pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube.¿

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/23/2016. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent linq implant procedure on 10/28/2016 and topical skin adhesive was used. During the procedure, the physician squeezed the topical skin adhesive vial and the glass cracked the vial. The topical skin adhesive leaked onto the physician¿s finger, with no skin puncture. The physician was glove protected. The procedure was completed with a like device. There were no patient consequences reported.